Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reported that the therapy worked fine in the beginning of having the implant, since october they had to sit a certain kind of position, lay down, or curl back in order for the therapy to work. Now the patient was getting no relief. The caller mentioned that they had fallen recently. Patient stated they have tried to adjust the stimulation, the intensity was at 4.7 now when they had set higher before. Agent redirected the patient to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.